Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the returned battery cap was used during investigation. Investigation revealed a faded/discolored display screen. Unrelated to the complaint, the cgm history revealed several ¿call service (cs) 215¿ cgm failure warnings. There were no errors, alarms or warnings that occurred during the 24 hour duration test. The pump was unable to pair with a test transmitter due to a ¿cs215¿ warning. The pump¿s cover was removed; intermittent conditions were found to the cgm module due a cold solder connection at the pin. A test cgm module was used and the pump was able to pair with the transmitter with no further alarms or issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/ reddish display screen. A cracked battery compartment was also found below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/24/2015.